Event description:
Additional information received reported that the day prior to the report, the patient had stimulation set on 8 volts, but she was having ¿a little bit of leakage¿ though it was thought it ¿might have been from coughing.¿ after the patient turned it up to 9 volts, she wet herself, so the settings were turned it down 7 volts but the patient still felt that she ¿had to go.¿ the patient reportedly did not feel like she had to go when she turned it back up to 8 volts, but she was going to meet with her healthcare provider before switching settings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a return of symptoms last night, she wet the bed. The patient wanted to know is she should increase of decrease stimulation to get help with her bladder. They reported seeing poor communication screen. Even after repositioning the antenna sever times and pressing the sync button the patient could not communicate with the implantable neurostimulator. Ineffective programmer training was reported due to the patient being under the effects of anesthesia and the patient noted they were kind of out of it when they gave her "the box". The patient was scheduled to follow-up with their healthcare provider in less than one week. . Further follow-up has been requested to obtain information regarding the sudden loss of effect and if additional information becomes available a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mrdg, implanted:(B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(6).